Event description:
It was reported when using the bd pyxis medstation system scanner cord is not populating each scan. The customer reported that the scanner was working fine, but the scanner cord was lagging and not responding to the scan. The customer stated that this malfunction occured during despensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that barcode scanner was reinitializing when scanner cord was moved. A field service engineer replaced barcode scanner cord and verified using diagnostics to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.